Manufacturer narrative:
Evaluation conclusion = the manufacturer previously reported a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was evaluated by the manufacturer's service center and the customer's complaint was confirmed. An error code related to the charging of its internal battery was observed in the device's downloaded error log. The devices internal battery will be replaced to address the issue. The device was evaluated but nothing replaced until estimate approved.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.